Manufacturer narrative:
The manufacturer did not receive the device. 1 x-ray was received and will be reviewed as part of ongoing investigation.. Where lot number was received for the device, the device history record were reviewed and found to be conforming. As soon as additional information become available and an investigation result be available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a metasul head 28, 12/14, size s /-3.5 on (B)(6) 2015 and was revised due to dislocation on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend was identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. Review of event description (event details, per): event summary: it was reported that the patient received a metasul head (combined with zimmer inc., (B)(4)) on (B)(6) 2015 and was revised on (B)(6) 2016 due to dislocation. Review of received data: only one post-dislocation x-rays was returned (without clear date): the x-rays were taken on ap-view. Only the right side of the hip is visible, therefore it was not possible to measure the inclination angle of the cup. The stem seems to be rotated clockwise of around 90° and the head is clearly dislocated cranially. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea # (B)(4): increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to design => possible: as the liner/head combination was not approved by zimmer. Inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation due to wrong cup position, impingement of the skirted head with acetabular liner => possible: head not returned, not possible to exclude impingement. Increased wear, loss of taper connection, dislocation due to high patient activity => possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity, and relevant medical history are unknown. Increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation due to increased ante/retro-version of the stem may increase joint loading => possible: only one x-ray returned were the stem is clearly rotate clockwise. It is impossible to determine the correct position of the component. Therefore, it cannot be excluded. Dislocation, increased micro separation due to soft tissue laxity => possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity, and relevant medical history are unknown. Increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => possible: only one x-ray returned were the stem is clearly rotate clockwise. It is impossible to determine the correct position of the component. Therefore, it cannot be excluded. Conclusion summary: wrong cup positioning, traumatic events, high patient activity, impingement of the skirted head with acetabular liner, soft tissue laxity may be factors that could cause a head dislocation. However, the liner/head combination was not approved by zimmer. We consider off-label use as root cause. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Note: this is a split case with zimmer inc., (B)(4) (MFR 1822565-2016-00784).